Event description:
Reportedly, this programmer cannot be used due to physical damage. The case of this programmer is broken.

Event description:
Reportedly, this programmer cannot be used due to physical damage. The case of this programmer is broken.